Event description:
A nurse reported that the balanced tip was broken in sculpt mode during cataract surgery. There was no information about product replacement. The surgery was completed on the same day. There was no information about patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened phacoemulsification tip without a wrench, in a gauze inside a rubber glove was received. Sample was visually inspected and found to be nonconforming. Phacoemulsification tip was observed to be broken in 2 pieces at the hole and breakage was very jagged. A crack down the side of the cannula was observed near the broken area. Wall thickness is even. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos attached were reviewed by the manufacturing site. Photos show broken phacoemulsification tip. Reported issue confirmed from photos. The complaint evaluation confirms the phacoemulsification tip was broken. The root cause for the broken phacoemulsification tip cannot be determined from this evaluation. The phacoemulsification tip visual inspections do not show any manufacturing issues that would cause the broken phacoemulsification tip. The exact root cause for the broken phacoemulsification tip is unknown; therefore specific action with regards to this complaint cannot be taken. All phacoemulsification tips are hundred percent visually inspected by trained operators using thirty times magnification during the manufacturing process. Any nonconformance, such as the broken phacoemulsification tip exhibited on the returned opened sample, are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).